Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right implant was not in pelvic location on CT scam and projects in front of the l5 -s1 disc'), device dislocation ('essure located one in the mesentery at l5 e other electro-coagulated and left para sigmoid / intra-abdominal migration of right essure insert'), gait disturbance ('she moves around with great difficulty or not at all because she can no longer put my feet on the ground') and cholelithiasis ('gallbladder lithiasis') in a 46-year-old female patient who had essure (batch no. D30803) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoaesthesia (traffic road accident) in 2011, pituitary adenoma, pelvic pain, mesenteric vein thrombosis, ovarian vein thrombosis, smoker (10 cigarettes daily), depressive disorder, cervicobrachialgia and chronic obstructive pulmonary disease. Previously administered products included for an unreported indication: mirena until (B)(6) 2015, levoxyl, esomeprazole, deroxat and aerius. Concomitant products included desogestrel (desopop). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain, pains increased over time"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine cyst ("pseudocyst in left latero-uterine position"), 3 months 31 days after insertion of essure. On (B)(6) 2016, the patient was found to have prolactin-producing pituitary tumour ("relapse of prolactin adenoma"). In (B)(6) 2016, the patient experienced pain in extremity ("left upper limb pain after a fall on the wrist"). On (B)(6) 2018, the patient experienced tendon disorder ("tendinopathy of the gluteus medius"). On (B)(6) 2019, the patient experienced cervicalgia ("cervicalgia"), pain ("chronic pain") and mixed anxiety and depressive disorder ("anxio-depressive syndrome"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gait disturbance (seriousness criterion disability), abdominal pain ("chronic abdominal pain"), neck pain ("neck pain"), musculoskeletal pain ("joint and muscle pain"), vulvovaginal discomfort ("vaginal discomfort"), amnesia ("severe memory loss"), the first episode of dyspepsia ("huge digestive problems"), gastrointestinal motility disorder ("intestinal transit disorders"), abdominal pain upper ("very severe stomach aches (feeling of childbirth)"), dyspepsia ("severe heartburn"), dizziness ("dizziness"), fatigue ("extreme fatigue"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss / she lose her hair"), abdominal pain lower ("cramps"), tendonitis ("constant tendonitis"), migraine ("migraines"), abdominal distension ("my belly is swollen"), paraesthesia ("she have a feeling of electrical discharges that are jerky and irregular."), deafness ("hearing loss"), eye disorder ("she also has ophthalmic disorders"), nervous system disorder ("she also has neurological disorders"), the second episode of dyspepsia ("she also has digestive disorders"), anxiety ("anxiety"), depression ("depessed"), loss of libido ("she no longer have sexual relations"), cholelithiasis (seriousness criterion medically significant) with weight decreased, diarrhoea and abdominal pain, fibromyalgia ("fibromyalgia") with neck pain, pain in extremity, arthralgia and tendon pain and visual impairment ("decreased vision"). The patient was treated with amitriptyline hydrochloride (laroxyl), antidepressants, anxiolytics, oxazepam (seresta), paracetamol (doliprane), phloroglucinol (spasfon lyoc), venlafaxine hydrochloride (effexor) and surgery (essure removal via partial bilateral salpingectomy on (B)(6) 2015, second surgery essure removal via laparotomy, bilateral salpingectomy, hysterectomy on (B)(6) 2021 and laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, device dislocation, gait disturbance, pelvic pain, abdominal pain, neck pain, musculoskeletal pain, vulvovaginal discomfort, amnesia, gastrointestinal motility disorder, abdominal pain upper, dyspepsia, dizziness, fatigue, nausea, vomiting, alopecia, abdominal pain lower, tendonitis, migraine, abdominal distension, paraesthesia, deafness, eye disorder, nervous system disorder, the last episode of dyspepsia, anxiety, depression, loss of libido, cervicalgia, pain, mixed anxiety and depressive disorder, uterine cyst, prolactin-producing pituitary tumour, pain in extremity, cholelithiasis, fibromyalgia, tendon disorder and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, cervicalgia, cholelithiasis, deafness, depression, device dislocation, dizziness, eye disorder, fallopian tube perforation, fatigue, fibromyalgia, gait disturbance, gastrointestinal motility disorder, loss of libido, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, nervous system disorder, pain, pain in extremity, paraesthesia, pelvic pain, prolactin-producing pituitary tumour, tendon disorder, tendonitis, uterine cyst, visual impairment, vomiting, vulvovaginal discomfort, the first episode of dyspepsia, dyspepsia, neck pain and the second episode of dyspepsia to be related to essure. The reporter commented: essure insertion on (B)(6) 2015 and endometrectomy in the same time under general anesthesia. Mirena was removed during intervention for essure insertion. Post-operative course was simple with analgesics treatment. Pathological anatomy examination following endometrectomy did not show anything suspicious. Regarding CT scan on (B)(6) 2015 was found right implant was not in pelvic location and projects in front of the l5 -s1 disc, the follow surgery was performed, from (B)(6) 2015 she was hospitalized underwent laparoscopy on (B)(6) 2015 for right essure insert removal but it was not found. Partial bilateral salpingectomy was performed with removal of isthmic part of each tube. No organ was injured, and no infection was noticed so the intervention was stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Computerised tomogram - on (B)(6) 2015: left implant was in place, however, with deviation from the most proximal mark, which does not appear in the implant axis. Right implant was not in pelvic location and projects in front of the l5 -s1 disc.; on (B)(6) 2015: CT scan will confirm the abnormal position of the implant in front of l5, in a right paramedian situation, without pneumoperitoneum and will highlight the presence of a left latero-uterine pseudocystic formation of approximately 50mm of probable ovarian origin; on (B)(6) 2018: abdominopelvic CT scan showed right essure insert in intra-peritoneal position. Gynaecological examination - on (B)(6) 2015: intra-abdominal migration of right essure insert. Magnetic resonance imaging - on an unknown date: relapse of prolactin adenoma; on (B)(6) 2018: showed tendinopathy of the gluteus medius. Ultrasound abdomen - on (B)(6) 2016: showed gallbladder lithiasis. Ultrasound pelvis - in (B)(6) 2015: essure normopositioned. X-ray - on (B)(6) 2015: plain abdomen x-ray left insert was correctly placed with however the most proximal marker seemed deviated which was not in the insert axis. Right insert was opposite to l5-s1 disk, not in pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: the follow information were updated patient's height and weight, medical history, history drugs, lab data, other treatment drugs, event uterine cyst, fibromyalgia, prolactinoma, cholecystolithiasis, pain in arm, tendinopathy, tendon pain, arthralgia, pain extremity, weight decreased, diarrhea, abdominal pain, neck pain, vision decreased. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right implant was not in pelvic location on CT scam and projects in front of the l5 -s1 disc'), device dislocation ('essure located one in the mesentery at l5 e other electro-coagulated and left para sigmoid') and walking disability ('she moves around with great difficulty or not at all because she can no longer put my feet on the ground') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain, pains increased over time"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced cervicalgia ("cervicalgia"), pain ("chronic pain") and mixed anxiety and depressive disorder ("anxio-depressive syndrome"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), walking disability (seriousness criterion disability), abdominal pain ("chronic abdominal pain"), neck pain ("neck pain"), musculoskeletal pain ("joint and muscle pain"), vulvovaginal discomfort ("vaginal discomfort"), amnesia ("severe memory loss"), the first episode of dyspepsia ("huge digestive problems"), gastrointestinal motility disorder ("intestinal transit disorders"), abdominal pain upper ("very severe stomach aches (feeling of childbirth)"), dyspepsia ("severe heartburn"), dizziness ("dizziness"), fatigue ("extreme fatigue"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss / she lose her hair"), muscle spasms ("cramps"), tendonitis ("constant tendonitis"), migraine ("migraines"), abdominal distension ("my belly is swollen"), paraesthesia ("she have a feeling of electrical discharges that are jerky and irregular."), deafness ("hearing loss"), eye disorder ("she also has ophthalmic disorders"), nervous system disorder ("she also has neurological disorders"), the second episode of dyspepsia ("she also has digestive disorders"), anxiety ("anxiety"), depression ("depressed") and loss of libido ("she no longer have sexual relations"). The patient was treated with amitriptyline hydrochloride (laroxyl), oxazepam (seresta), venlafaxine hydrochloride (effexor) and surgery (essure removal via partial bilateral salpingectomy on (B)(6) 2015 and second surgery essure removal via laparotomy, bilateral salpingectomy, hysterectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, device dislocation, walking disability, pelvic pain, abdominal pain, neck pain, musculoskeletal pain, vulvovaginal discomfort, amnesia, gastrointestinal motility disorder, abdominal pain upper, dyspepsia, dizziness, fatigue, nausea, vomiting, alopecia, muscle spasms, tendonitis, migraine, abdominal distension, paraesthesia, deafness, eye disorder, nervous system disorder, the last episode of dyspepsia, anxiety, depression, loss of libido, cervicalgia, pain and mixed anxiety and depressive disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, amnesia, anxiety, cervicalgia, deafness, depression, device dislocation, dizziness, eye disorder, fallopian tube perforation, fatigue, gastrointestinal motility disorder, loss of libido, migraine, mixed anxiety and depressive disorder, muscle spasms, musculoskeletal pain, nausea, nervous system disorder, pain, paraesthesia, pelvic pain, tendonitis, vomiting, vulvovaginal discomfort, walking disability, the first episode of dyspepsia, dyspepsia, neck pain and the second episode of dyspepsia to be related to essure. The reporter commented: regarding CT scan on (B)(6) 2015 was found right implant was not in pelvic location and projects in front of the l5 -s1 disc, the follow surgery was performed, from (B)(6) 2015 she was hospitalized for laparoscopy under general anesthesia for tubal ligation, essure was not found and it was decided to stop the exploration. On (B)(6) 2015 another surgery was performed partial bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: left implant was in place, however, with deviation from the most proximal mark, which does not appear in the implant axis. Right implant was not in pelvic location and projects in front of the l5 -s1 disc.; on (B)(6) 2015: CT scan will confirm the abnormal position of the implant in front of l5, in a right paramedian situation, without pneumoperitoneum and will highlight the presence of a left latero-uterine pseudocystic formation of approximately 50mm of probable ovarian origin. Ultrasound pelvis - in (B)(6) 2015: essure normopositioned. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right implant was not in pelvic location on CT scam and projects in front of the l5 -s1 disc'), device dislocation ('essure located one in the mesentery at l5 e other electro-coagulated and left para sigmoid / intra-abdominal migration of right essure insert'), gait disturbance ('she moves around with great difficulty or not at all because she can no longer put my feet on the ground') and cholelithiasis ('gallbladder lithiasis') in a 46-year-old female patient who had essure (batch no. D30803) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included mesenteric vein thrombosis in 2014, fibromyalgia in 2012, hemihypoaesthesia (traf fic road accident) in 2011, pituitary adenoma, pelvic pain, ovarian vein thrombosis, smoker (10 cigarettes daily), depressive disorder, cervicobrachialgia, chronic obstructive pulmonary disease, parity 2 (deliveries in 2002 and 2011), menorrhagia, painful intercourse, urinary incontinence and genital bleeding. Previously administered products included for an unreported indication: mirena until (B)(6) 2015, levoxyl, qlaira, esomeprazole, deroxat and aerius. Concomitant products included desogestrel (desopop). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain, pains increased over time"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine cyst ("pseudocyst in left latero-uterine position"), 3 months 31 days after insertion of essure. On (B)(6) 2016, the patient was found to have prolactin-producing pituitary tumour ("relapse of prolactin adenoma"). In (B)(6) 2016, the patient experienced post-traumatic pain ("left upper limb pain after a fall on the wrist"). On (B)(6) 2018, the patient experienced tendon disorder ("tendinopathy of the gluteus medius"). On (B)(6) 2019, the patient experienced cervicalgia ("cervicalgia"), pain ("chronic pain") and mixed anxiety and depressive disorder ("anxio-depressive syndrome"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gait disturbance (seriousness criterion disability), abdominal pain ("chronic abdominal pain"), neck pain ("neck pain"), musculoskeletal pain ("joint and muscle pain"), vulvovaginal discomfort ("vaginal discomfort"), amnesia ("severe memory loss"), the first episode of dyspepsia ("huge digestive problems"), gastrointestinal motility disorder ("intestinal transit disorders"), stomach ache ("very severe stomach aches (feeling of childbirth)"), dyspepsia ("severe heartburn"), dizziness ("dizziness"), fatigue ("extreme fatigue"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss / she lose her hair"), abdominal pain lower ("cramps"), tendonitis ("constant tendonitis"), migraine ("migraines"), abdominal distension ("my belly is swollen"), electric shock sensation ("she have a feeling of electrical discharges that are jerky and irregular."), deafness ("hearing loss"), eye disorder ("she also has ophthalmic disorders"), nervous system disorder ("she also has neurological disorders"), the second episode of dyspepsia ("she also has digestive disorders"), anxiety ("anxiety"), depression ("depessed"), loss of libido ("she no longer have sexual relations"), fibromyalgia ("fibromyalgia") with tendon pain, arthralgia, pain in extremity and neck pain, cholelithiasis (seriousness criterion medically significant) with weight decreased, diarrhoea and abdominal pain, visual impairment ("decreased vision"), epigastralgia ("epigastralgia") and diverticulitis ("sigmoid diverticulitis"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with amitriptyline hydrochloride (laroxyl), antidepressants, anxiolytics, oxazepam (seresta), paracetamol (doliprane), phloroglucinol (spasfon lyoc), venlafaxine hydrochloride (effexor) and surgery (essure removal via partial bilateral salpingectomy on (B)(6) 2015, second surgery essure removal via laparotomy, bilateral salpingectomy, hysterectomy on (B)(6) 2021 and laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, device dislocation, gait disturbance, pelvic pain, abdominal pain, neck pain, musculoskeletal pain, vulvovaginal discomfort, amnesia, gastrointestinal motility disorder, dyspepsia, dizziness, fatigue, nausea, vomiting, alopecia, abdominal pain lower, tendonitis, migraine, abdominal distension, electric shock sensation, deafness, eye disorder, nervous system disorder, the last episode of dyspepsia, anxiety, depression, loss of libido, cervicalgia, pain, mixed anxiety and depressive disorder, uterine cyst, fibromyalgia, prolactin-producing pituitary tumour, cholelithiasis, post-traumatic pain, tendon disorder and visual impairment outcome was unknown and the stomach ache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, cervicalgia, cholelithiasis, deafness, depression, device dislocation, diverticulitis, dizziness, electric shock sensation, eye disorder, fallopian tube perforation, fatigue, fibromyalgia, gait disturbance, gastrointestinal motility disorder, loss of libido, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, nervous system disorder, pain, pelvic pain, post-traumatic pain, prolactin-producing pituitary tumour, stomach ache, tendon disorder, tendonitis, uterine cyst, visual impairment, vomiting, vulvovaginal discomfort, the first episode of dyspepsia, dyspepsia, epigastralgia, neck pain and the second episode of dyspepsia to be related to essure. The reporter commented: essure insertion on (B)(6) 2015 and endometrectomy in the same time under general anesthesia. Mirena was removed during intervention for essure insertion. Post-operative course was simple with analgesics treatment. Pathological anatomy examination following endometrectomy did not show anything suspicious. Regarding CT scan on (B)(6) 2015 was found right implant was not in pelvic location and projects in front of the l5 -s1 disc, the follow surgery was performed, from (B)(6) 2015 she was hospitalized underwent laparoscopy on (B)(6) 2015 for right essure insert removal but it was not found. Partial bilateral salpingectomy was performed with removal of isthmic part of each tube. No organ was injured, and no infection was noticed so the intervention was stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Computerised tomogram - on (B)(6) 2015: left implant was in place, however, with deviation from the most proximal mark, which does not appear in the implant axis. Right implant was not in pelvic location and projects in front of the l5 -s1 disc.; on (B)(6) 2015: CT scan will confirm the abnormal position of the implant in front of l5, in a right paramedian situation, without pneumoperitoneum and will highlight the presence of a left latero-uterine pseudocystic formation of approximately 50mm of probable ovarian origin; on (B)(6) 2018: abdominopelvic CT scan showed right essure insert in intra-peritoneal position. Computerised tomogram pelvis - on (B)(6) 2020: stone measuring 6 mm was found as well as non-diverticulitis sigmoid. Gynaecological examination - on (B)(6) 2015: intra-abdominal migration of right essure insert. Magnetic resonance imaging - on an unknown date: relapse of prolactin adenoma; on (B)(6) 2018: showed tendinopathy of the gluteus medius. Ultrasound abdomen - on (B)(6) 2016: showed gallbladder lithiasis. Ultrasound pelvis - in (B)(6) 2015: essure normopositioned. X-ray - on (B)(6) 2015: plain abdomen x-ray left insert was correctly placed with however the most proximal marker seemed deviated which was not in the insert axis. Right insert was opposite to l5-s1 disk, not in pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-aug-2022: event added epigastralgia, sigmoid diverculosis. Medical history, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right implant was not in pelvic location on CT scam and projects in front of the l5 -s1 disc"), device dislocation ("essure located one in the mesentery at l5 e other electro-coagulated and left para sigmoid / intra-abdominal migration of right essure insert"), gait disturbance ("she moves around with great difficulty or not at all because she can no longer put my feet on the ground") and cholelithiasis ("gallbladder lithiasis") in a 46 year-old female patient who had essure inserted (lot no. D30803). Additional non-serious events are detailed below. The patient had a medical history of mesenteric vein thrombosis in 2014, fibromyalgia in 2012, hemihypoaesthesia (traffic road accident) in 2011 and genital bleeding, urinary incontinence, painful intercourse, menorrhagia, parity 2 (deliveries in 2002 and 2011), chronic obstructive pulmonary disease, cervicobrachialgia, depressive disorder, smoker (10 cigarettes daily), ovarian vein thrombosis, pelvic pain and pituitary adenoma. Previously administered products included: deroxat, levoxyl, aerius [desloratadine], esomeprazole, mirena and qlaira. The only concomitant product mentioned was desopop (desogestrel). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain ("pelvic pain, pains increased over time"). On (B)(6) 2015 she experienced uterine cyst ("pseudocyst in left latero-uterine position"). On (B)(6) 2016 she was found to have prolactin-producing pituitary tumour ("relapse of prolactin adenoma"). In (B)(6) 2016 she experienced post-traumatic pain ("left upper limb pain after a fall on the wrist"). On (B)(6) 2018 she experienced tendon disorder ("tendinopathy of the gluteus medius"). On (B)(6) 2019 she experienced cervicalgia ("cervicalgia"), pain ("chronic pain") and mixed anxiety and depressive disorder ("anxio-depressive syndrome"). Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation, medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), gait disturbance (seriousness criterion disability), abdominal pain ("chronic abdominal pain"), neck pain ("neck pain"), musculoskeletal pain ("joint and muscle pain"), vulvovaginal discomfort ("vaginal discomfort"), amnesia ("severe memory loss"), a first episode of digestion impaired ("huge digestive problems"), gastrointestinal motility disorder ("intestinal transit disorders"), stomach ache ("very severe stomach aches (feeling of childbirth)"), dyspepsia ("severe heartburn"), dizziness ("dizziness"), fatigue ("extreme fatigue"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss / she lose her hair"), abdominal pain lower ("cramps"), tendonitis ("constant tendonitis"), migraine ("migraines"), abdominal distension ("my belly is swollen"), electric shock sensation ("she have a feeling of electrical discharges that are jerky and irregular."), deafness ("hearing loss"), eye disorder ("she also has ophthalmic disorders"), nervous system disorder ("she also has neurological disorders"), a second episode of digestion impaired ("she also has digestive disorders"), anxiety ("anxiety"), depression ("depressed"), loss of libido ("she no longer have sexual relations"), fibromyalgia ("fibromyalgia") with weight decreased, diarrhoea, abdominal pain, neck pain, pain in extremity, arthralgia and tendon pain, cholelithiasis (seriousness criterion medically important) with weight decreased, diarrhoea, abdominal pain, neck pain, pain in extremity, arthralgia and tendon pain, visual impairment ("decreased vision"), epigastralgia ("epigastralgia") and diverticulitis ("sigmoid diverticulitis"). The patient was hospitalised from (B)(6) 2015 to (B)(6) 2015. The patient was treated with effexor (venlafaxine hydrochloride), laroxyl (amitriptyline hydrochloride), seresta (oxazepam), doliprane (paracetamol), spasfon lyoc (phloroglucinol), anxiolytics and antidepressants as well as surgery (essure removal via partial bilateral salpingectomy on (B)(6) 2015, second surgery essure removal via laparotomy, bilateral salpingectomy, hysterectomy on (B)(6) 2021 and laparoscopy). At the time of the report, the stomach ache had resolved. The outcomes for fallopian tube perforation, device dislocation, gait disturbance, pelvic pain, abdominal pain, neck pain, musculoskeletal pain, vulvovaginal discomfort, amnesia, gastrointestinal motility disorder, dyspepsia, dizziness, fatigue, nausea, vomiting, alopecia, abdominal pain lower, tendonitis, migraine, abdominal distension, electric shock sensation, deafness, eye disorder, nervous system disorder, anxiety, depression, loss of libido, cervicalgia, pain, mixed anxiety and depressive disorder, uterine cyst, fibromyalgia, prolactin-producing pituitary tumour, cholelithiasis, post-traumatic pain, tendon disorder, visual impairment and the last episode of digestion impaired were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, stomach ache, epigastralgia, alopecia, amnesia, anxiety, cholelithiasis, deafness, depression, device dislocation, diverticulitis, dizziness, the first episode of digestion impaired, dyspepsia, the second episode of digestion impaired, electric shock sensation, eye disorder, fallopian tube perforation, fatigue, fibromyalgia, gait disturbance, gastrointestinal motility disorder, loss of libido, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, cervicalgia, neck pain, nervous system disorder, pain, pelvic pain, post-traumatic pain, prolactin-producing pituitary tumour, tendon disorder, tendonitis, uterine cyst, visual impairment, vomiting and vulvovaginal discomfort to be related to essure administration. The reporter commented: essure insertion on (B)(6) 2015 and endometrectomy in the same time under general anesthesia. Mirena was removed during intervention for essure insertion. Post-operative course was simple with analgesics treatment. Pathological anatomy examination following endometrectomy did not show anything suspicious. Regarding CT scan on (B)(6) 2015 was found right implant was not in pelvic location and projects in front of the l5 -s1 disc, the follow surgery was performed, from (B)(6) 2015 she was hospitalized underwent laparoscopy on (B)(6) 2015 for right essure insert removal but it was not found. Partial bilateral salpingectomy was performed with removal of isthmic part of each tube. No organ was injured, and no infection was noticed so the intervention was stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.861 kg/sqm. [Computerised tomogram] on (B)(6) 2015: left implant was in place, however, with deviation from the most proximal mark, which does not appear in the implant axis. Right implant was not in pelvic location and projects in front of the l5 -s1 disc.; on (B)(6) 2015: CT scan will confirm the abnormal position of the implant in front of l5, in a right paramedian situation, without pneumoperitoneum and will highlight the presence of a left latero-uterine pseudocystic formation of approximately 50mm of probable ovarian origin; on (B)(6) 2018: abdominopelvic CT scan showed right essure insert in intra-peritoneal position [computerised tomogram pelvis] on (B)(6) 2020: stone measuring 6 mm was found as well as non-diverticulitis sigmoid [gynaecological examination] on (B)(6) 2015: intra-abdominal migration of right essure insert [magnetic resonance imaging] on (B)(6) 2018: showed tendinopathy of the gluteus medius; (date unknown): relapse of prolactin adenoma [ultrasound abdomen] on (B)(6) 2016: showed gallbladder lithiasis [ultrasound pelvis] in september 2015: essure normopositioned [x-ray] on (B)(6) 2015: plain abdomen x-ray left insert was correctly placed with however the most proximal marker seemed deviated which was not in the insert axis. Right insert was opposite to l5-s1 disk, not in pelvis lot number: d30803 UDI: (B)(4) production date 2014-11-10 expiration date 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-sept-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right implant was not in pelvic location on CT scam and projects in front of the l5 -s1 disc'), device dislocation ('essure located one in the mesentery at l5 e other electro-coagulated and left para sigmoid') and gait disturbance ('she moves around with great difficulty or not at all because she can no longer put my feet on the ground') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2015, the patient experienced pelvic pain ("pelvic pain, pains increased over time"). On (B)(6)2015, the patient had essure inserted. On (B)(6)2019, the patient experienced cervicalgia ("cervicalgia"), pain ("chronic pain") and mixed anxiety and depressive disorder ("anxio-depressive syndrome"), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gait disturbance (seriousness criterion disability), abdominal pain ("chronic abdominal pain"), neck pain ("neck pain"), musculoskeletal pain ("joint and muscle pain"), vulvovaginal discomfort ("vaginal discomfort"), amnesia ("severe memory loss"), the first episode of dyspepsia ("huge digestive problems"), gastrointestinal motility disorder ("intestinal transit disorders"), abdominal pain upper ("very severe stomach aches (feeling of childbirth)"), dyspepsia ("severe heartburn"), dizziness ("dizziness"), fatigue ("extreme fatigue"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss / she lose her hair"), abdominal pain lower ("cramps"), tendonitis ("constant tendonitis"), migraine ("migraines"), abdominal distension ("my belly is swollen"), paraesthesia ("she have a feeling of electrical discharges that are jerky and irregular."), deafness ("hearing loss"), eye disorder ("she also has ophthalmic disorders"), nervous system disorder ("she also has neurological disorders"), the second episode of dyspepsia ("she also has digestive disorders"), anxiety ("anxiety"), depression ("depessed") and loss of libido ("she no longer have sexual relations"). The patient was treated with amitriptyline hydrochloride (laroxyl), oxazepam (seresta), venlafaxine hydrochloride (effexor) and surgery (essure removal via partial bilateral salpingectomy on (B)(6)2015 and second surgery essure removal via laparotomy, bilateral salpingectomy, hysterectomy on (B)(6)2021). Essure was removed on (B)(6)2021. At the time of the report, the fallopian tube perforation, device dislocation, gait disturbance, pelvic pain, abdominal pain, neck pain, musculoskeletal pain, vulvovaginal discomfort, amnesia, gastrointestinal motility disorder, abdominal pain upper, dyspepsia, dizziness, fatigue, nausea, vomiting, alopecia, abdominal pain lower, tendonitis, migraine, abdominal distension, paraesthesia, deafness, eye disorder, nervous system disorder, the last episode of dyspepsia, anxiety, depression, loss of libido, cervicalgia, pain and mixed anxiety and depressive disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, cervicalgia, deafness, depression, device dislocation, dizziness, eye disorder, fallopian tube perforation, fatigue, gait disturbance, gastrointestinal motility disorder, loss of libido, migraine, mixed anxiety and depressive disorder, musculoskeletal pain, nausea, nervous system disorder, pain, paraesthesia, pelvic pain, tendonitis, vomiting, vulvovaginal discomfort, the first episode of dyspepsia, dyspepsia, neck pain and the second episode of dyspepsia to be related to essure. The reporter commented: regarding CT scan on (B)(6)2015 was found right implant was not in pelvic location and projects in front of the l5 -s1 disc, the follow surgery was performed, from (B)(6)2015 she was hospitalized for laparoscopy under general anesthesia for tubal ligation, essure was not found and it was decided to stop the exploration. On (B)(6)2015 another surgery was performed partial bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2015: left implant was in place, however, with deviation from the most proximal mark, which does not appear in the implant axis. Right implant was not in pelvic location and projects in front of the l5 -s1 disc.; on (B)(6)2015: CT scan will confirm the abnormal position of the implant in front of l5, in a right paramedian situation, without pneumoperitoneum and will highlight the presence of a left latero-uterine pseudocystic formation of approximately 50mm of probable ovarian origin. Ultrasound pelvis - in (B)(6)2015: essure normopositioned. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.